Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a circumflex lesion was predilated twice with another company's balloon. A 3.0 x 18 mm vision stent was deployed, inflated to 9 atm and then increased to 10 atm. It was then noticed that the balloon had ruptured. No additional event or patient information is available.